Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the system had a bad high voltage regulator, and a bad cine drive assembly. Replaced and calibrated parts. The system is working as intended.

Event description:
The customer states that the system displayed communication fail and overload fault error messages.